Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal vhd kit size 4 was deployed. On the next day the pt experienced leg pain and a doppler study revealed decreased blood flow. An angiogram was performed and showed occlusion at the puncture site. At this time the pt was taken to surgery for removal of the collagen. No further complications were reported.